Event description:
Smartez pump (se0200-100, lot# unknown) containing cefepime 2 grams in 0.9% sodium chloride 100 ml would not infuse. On call nurse confirmed that patient's line flushes easily. When detached, medication is dripping. Site rn, (B)(6), stated that patient was eventually able to infuse the ball successfully on second attempt after attaching it more tightly.